Event description:
The pt was implanted with a siltex becker 50 mammary prosthesis on 4/2/93, subsequently the pt experienced an infection and the device was removed on 2/18/98.

Manufacturer narrative:
Date of this report: 5/15/1998 evaluation summary: the mentor microbiology department has provided info on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection in the pt's left breast occurred from a source other than the device. Based on the info provided, pe concluded the report capsular contracture baxter grade I in the pt's left breast was the body's normal physiological response to the implantation of a foreign object in soft tissue and is considered a soft, normal breast. The device associated with this complaint was not returned by mentor.